Event description:
Customer reported receiving high readings on her freestyle lite meter and self-dosing with insulin off of those readings, which resulted in a hypoglycemic episode, she further reported being seen at a health care facility where she was diagnosed with hypoglycemia, however, she was unable to specify the treatment administered at the hospital. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The product has been returned and investigated. The complaint was not confirmed and no new issues were observed.